Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This ICD was not implanted or in service and was returned for analysis. No patient involvement.